Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter balloon was asymmetrical. The complainant stated that the patient inflated the catheter with only 5cc of water. The patient allegedly had to remove the catheter after a couple days of use, as urine would not drain.

Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. No visual defects were noted on the returned catheter. Evaluation found no blockage observed in the drainage lumen. Water was introduced through the drainage eye and came out from drainage funnel without difficulty. The sample was sent for a flow rate test and passed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use. Do not use if package is opened or damaged." (B)(4).

Event description:
It was reported that the catheter balloon was asymmetrical. The complainant stated that the patient inflated the catheter with only 5cc of water. The patient allegedly had to remove the catheter after a couple days of use, as urine would not drain.